Event description:
Reporting status: serious injury-permanent damage. Reporting rationale: restenosis and myocardial infarction (permanent damage). Device issue: no device malfunction has been reported. It was reported that one year following implantation of a 2.5 x 15 mm xience v stent, the pt had an acute myocardial infarction (mi), and it was discovered that the stent had restenosed. No treatment was reported. No additional event or pt info is available.

Manufacturer narrative:
Mi and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting. This pt's effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications and are not necessarily an indication of a product quality deficiency. As there was no reported product malfunction at the time of the procedure, there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the mi is a secondary effect of the restenosis, in which the pt was reportedly hospitalized, but not treated. A conclusive cause for the reported pt's effects and the relationship to the xience v sds, if any, cannot be determined.